Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. This wolverine device is recommended for use with a 0.014¿ (0.36mm) guidewire. During the product analysis a boston scientific 0.014¿ guidewire was successfully inserted through this device. Some resistance was encountered due to the kink on the shaft polymer extrusion. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified a kink on the hypotube approximately 355mm distal of the strain relief and a kink of the shaft polymer extrusion was noted approximately 60mm distal of the guidewire port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter froze on the guidewire. The severely calcified target lesion was located in the right coronary artery (rca). A wolverine¿ coronary cutting balloon¿ monorail¿ device was used to dilate the lesion and upon removal, severe resistance with a non-bsc guidewire was encountered. When the wolverine device was removed from the patient rotablation was performed and then dilation was performed again using the same wolverine device. During removal, friction with the wire occurred and again and the wolverine device was removed from the patient together with the guidewire. There were no patient complications and the patient had no injury.